Event description:
Siemens received a report on (B)(6) 2011, that an incorrect collimator angle of 184 was keyed into the lantis verification system for a patient treatment plan for the upgraded mevatron m2/primus mid-energy system. Reportedly, an error message that stated "lantis illegal angle" appeared in lantis during radiation. The operator confirmed the error message by clicking on the "continue" option. After that, the collimator angle moved to 0. Therefore, radiation can be continued with an incorrect collimator angle within the sequence with no override option, and with no new error message. However, there has been no injury reported for this issue. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2011 and are mailing the MDR on (B)(4) 2012. Siemens serviced the mevatron m2/primus mid-energy system and changed the machine characterization in the practice db. Now this issue should no longer occur as incorrect collimator angles will be detected during rtp import. However, there is currently no feedback as to whether this modification was successful. Siemens will provide follow-up information upon receipt. (B)(6).